Event description:
It was reported the customer received a motor error alarm. There was also several motor error alarms found in the alarm history. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to motor encoder signal being out of phase. Unable to perform the displacement test due to the motor error alarm. The device had cracked battery tube threads and cracked reservoir tube lip.